Event description:
The pt received two leads (with the same lot number) on (B)(6) 2011. It was reported the pt no longer had stimulation in the shoulder area. The sjm representative reprogrammed the pt, and noted there were invalid contacts; one contact had high impedance. It was reported reprogramming was unable to regain stimulation in the pt's left shoulder. An x-ray was performed, and it was reported there appeared to be no lead migration. The physician did not want to pursue surgical intervention at this time. The pt was working closely with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.